Manufacturer narrative:
Patient information is not available for reporting. UDI # (B)(4). Implant and explant dates: device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device was reported as lost. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to an unspecified procedure on (B)(6) 2017, two (2) cannulated connecting screws were not capturing on the end of the t-handle ball hex screwdriver 8mm of a trochanteric fixation nail advanced system (tfn-a) set. The surgeon used one of the cannulated connecting screws for the procedure, since there were no other screws available. There was no surgical time delay and no patient harm was reported. The procedure was completed without further complications. One of the two cannulated connecting screws was reported as lost. Concomitant device reported: t-handle ball hex screwdriver 8mm (part 03.010.517, lot 9505905, quantity 1). This report is for one (1) cannulated connecting screw. This is report 2 of 2 for (B)(4).